Event description:
The disposable blood pressure cuff was being used on a patient for monitoring blood pressure when the cuff split at the seam. This has happened on numerous occasions. Manufacturer response for blood pressure cuff, mycuf (per site reporter): still waiting on the results of the testing.